Event description:
This is an international report where a customer called baxters technical service group due to having a system error 2240 alarm on (B)(6) 2011. The technical service representative (tsr) explained the alarm and had the home patient (hp) turn on the homechoice (hc) machine. The hc went to press go to start. The hp stated that she will set up the hc and use it that night. The tsr suggested that the hp call when having the issue so that baxter could trouble shoot at that time. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.